Event description:
Contact reported that a patient implanted with healos dental experienced no bone growth at 6-mo out. Doctor removed the healos material and was not able to place the implant. As there was an adverse outcome an MDR is filed to document this event.

Manufacturer narrative:
An event of this nature could be due to one of two things (or a combination of the two). First, the product may not have been sufficiently soaked with blood at time of placement. Second, it may have been over packed. Both of these issues could potentially adversely affect the expected amount of new bone growth. User was contacted by medical professional to review the event. This was the users first time using the product. Review indicates that the doctor appears to have followed the proper protocol and the cause of the problem could not be determined at this time. A review of the device history record (DHR) found all specifications were met.